Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The physician performed a CT scan and showed that the lead had migrated. The patient underwent a lead replacement procedure and during the procedure a contact was found to be removed. The patient was doing well postoperatively. The explanted lead was discarded by the facility.